Event description:
Boston scientific received information stating that the patient's implantable cardioverter (ICD) exhibited pacing inhibition, noise, increased in thresholds, and increase in pacing impedances but within range. Further analysis found that the patient's rv lead was not fully inserted into the header of the ICD. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).